Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and that the customer received a power source alert after plugging the pump into a wall outlet. Customer confirmed that the pump was able to be successfully charged. The customer¿s blood glucose was 196 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.